Manufacturer narrative:
A synergy ous mr 2.50 x 28mm stent delivery system was returned for analysis. An examination of the crimped stent identified proximal and distal stent damage with the stent struts lifted. The undamaged crimped stent od outer diameter was measured within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. An examination of the tip found no damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 03dec2020. It was reported that crossing difficulty occurred. The 95% stenosed, 2.5mm x 26mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. Following predilatation, a 2.50mm x 28mm synergy drug eluting stent was advanced for treatment but failed to cross the lesion. The procedure was completed with different device. No patient complications were reported and the patient status was stable. However, device analysis revealed stent damage.